Event description:
It was reported that there was an alert on the right ventricular (rv) lead for high pacing impedance and short interval counts (sic). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).